Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Alerts: 1 - patient alert for lead failure predictor on (B)(6) 2012 08:57:37.

Event description:
It was reported that a lead integrity alert triggered on the right ventricular lead. There were non-sustained tachycardia episodes, oversensing with noise, and the impedance changed from normal to high suddenly as noted on remote transmission. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead integrity alert triggered on the right ventricular lead. There were non-sustained tachycardia episodes, oversensing with noise, and the impedance changed from normal to high suddenly as noted on remote transmission. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.